Event description:
Arjo received a complaint on the enterprise 9000x bed with indigo module (intuitive drive assist). The customer staff experienced difficulties in stopping the bed. It was claimed that the bed started to accelerate therefore the customer staff pulled the bed back to stop it. Then the bed again started to accelerate and hit the wall. No emergency stop was used. The bed frame was in use with the patient at that time. No injury occurred.

Manufacturer narrative:
The arjo technician inspected the claimed bed frame and duplicated the claimed issue. During the evaluation, the bed started to accelerate and was difficult to stop. The problem was resolved by calibration of indigo pcb. After calibration, the problem did not reoccur. Based on the investigation carried out at the manufacturer¿s site, the claimed failure mode was assigned to an incorrect estimation of the inclination. The bed inclination angle is calculated by the indigo software and it is based on the readings that come from two sensors: an accelerometer and a gyroscope. There is a software algorithm that fuses those two measurements and calculates the angle. Assuming that the angle calculation is incorrect (e.g. The bed is on the levelled floor, but the device calculates the inclination angle higher than 1.5° or lower than -1.5°, then after starting even insignificant movement of the bed, it will accelerate much more than expected due to entering the slope assist mode. According to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied. All devices with indigo are equipped with the emergency stops switches located at both (the foot and head) ends of the bed. When the emergency stop switch is activated, an electric brake is applied to reduce momentum and slow the bed down until stopped. At the same time, the blue lights will turn off and the drive wheel will raise up from the floor. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.